Manufacturer narrative:
H11. Correction- upon investigation this has been identified as a duplicate case- all information will be captured, processed, and reported under MFR# 1038671-2023-02181.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately four years post initial left tka, the 68 y/o female patient had a poly swap for an unknown reason. Patient was revised to exactech device. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays or images. The device is not available for evaluation as the device was kept by the hospital.